Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of greater than 2000 ohms, noise, and elevated pacing threshold measurements. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.